Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Taxus express2 clinical study. It was reported that 53 days after a coronary artery stenting procedure, the patient experienced chest pain and required a repeat pci. The lesion being treated was a 2.50, 99% stenosed, 15mm long portion of a moderately calcified and mildly tortuous portion of the proximal to mid circumflex (prox cx). The physician treated the lesion with pre-dilation by 2.75x10mm balloon at maximum 16atm. The physician then implanted a taxus express2 3.00x16mm stent in the target lesion at maximum 14atm. Post-dilatation was performed with the using pre-dilated balloon. Post-ivus was not performed. The stent was well positioned and well expanded (post-% of stenosis: 0%). The patient was discharged 2 days later. 53 days after the index procedure, the patient experienced chest pain. A repeat pci was performed 5 days later with the use of an unknown taxus stent to treat 90% stenosis in the proximal cx. The patient was discharged 2 days later. In the opinion of the physician, the relationship of the chest pain and repeat pci to the taxus stent is possible.